Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the mobile app and receiver failed to pair to the ilet pump until the receiver connection was disabled, consistent with an intermittent communication issue between the sensor and the pump's antenna and limited pairing capacity. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem affecting wireless communication, characterized as intermittent communication failure associated with an external receiver connection limiting the pump's ability to pair and no component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to external connection which prevented proper function of the pump's connectivity.